Manufacturer narrative:
The investigation confirmed that multiple higher and lower than expected vitros phyt results were obtained from two different quality control samples processed on a vitros 5,1 fs system. The investigation was unable to determine a definitive assignable cause. Instrument maintenance procedures and recalibration of the vitros phyt slides was performed by the customer restoring the vitros phyt slides to expected performance. However within run precision testing demonstrated acceptable performance both before and after these actions were taken. Therefore, either an instrument and/or vitros phyt slide issue cannot be ruled out as contributing factors. A definitive root cause for the event could not be determined.

Event description:
The customer observed multiple higher and lower than expected vitros phenytoin (phyt) results predicted from two different quality control fluids processed on a vitros 5,1 fs chemistry system. Control 1: 16.84 ug/ml vs. 13.8 ug/ml. Control 2: 26.69, 16.64, 16.95, 16.32, 17.41, 28.76, 28.51, 27.85, 27.29, 27.81, 27.66, 28.28, 15.82, 16.47, 16.73, 16.12, 17.35, 27.61, 26.64, 30.00, 29.64, 31.18, 30.19, 30.10, 26.3 and 26.4 ug/ml vs. 22.0 ug/ml. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. This report is number 6 of 27 MDR¿s for this event. (B)(4).